Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: the pump ((B)(4)) and the associated outflow graft (lot 22002841840) were not returned for evaluation. There is no allegation reported against the outflow graft. This complaint is associated with a clinical adverse event. Information received from the site revealed that post implant the patient was reintubated to help the respiratory failure due to failure to wean off of the vent. Currently the patient is off pressors and with minimal vent setting. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient had respiratory failure when weaning off the vent, needing a tracheostomy. It was further noted that the patient was off pressors with minimal vent setting. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.